Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed customer the issue may be related to a temperature switch issue. Tac instructed customer to change the main lamp to the clv-190 and if the e102 error code reoccurs to send the unit in for repair. Tac mailed the customer the instruction manual for the clv-190 and the quick reference guide for changing the lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e102 (lamp went out error) displayed on the evis exera iii xenon light source, and the spare lamp indicator was illuminated. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d8, e2, e3, g2, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp indicator indicates 500 hours of use. Since the device was not returned for evaluation, the definitive root cause of the spare lamp indicator being illuminated could not be determined. However, it is likely that the lamp lighting function did not function properly because the lamp had exceed the life of 500 hours, which resulted in error e102. Olympus will continue to monitor field performance for this device.